Event description:
It was reported that a patient implanted with an impella rp flex experienced bleeding from the endotracheal tube and chest tube. As a result, heparin was withheld. Additionally, a placement signal not reliable alarm occurred. The impella flow calculation was disabled and the position of the impella was confirmed. It was further reported that the patient went into flash pulmonary edema and was unable to oxygenate. Later, the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The cause of the bleeding and edema was not determined due to insufficient clinical details. The cause of the placement signal issue was determined to be due to a sensor drift as evidenced by log pattern.